Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer regarding the cleaning, disinfection, and sterilization of the subject device. The sampling date was on august 25. 2023. The sampling was taken from the biopsy channel. The colony count, and bacteria are unknown. The device was pre-cleaned with enzyme solution immediately following the procedure following the normal bedside cleaning process. The equipment was manually cleaned within one hour of surgery. The endoscope channel was brushed using an olympus brush. The equipment was rinsed prior to manual disinfection. All channels were rinsed and immersed in disinfectant and the water quality was inspected during the final rinse. An automated endoscope reprocessor in not readily available at the user facility. The scopes are generally dried with an air gun and are stored in mirror storage cabinets. No device was used for surgery before culture test results were obtained and the equipment was quarantined and not used after a positive microbiological test was confirmed.

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation. The reported event was not confirmed as the device was not microbiologically tested by olympus. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, it is likely that reprocessing was insufficient due to deviation from the instruction manual. The following is included in the device instructions for use (IFU): "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that during reprocessing, the evis lucera elite colono-videoscope ¿bacteria test exceeded¿ and customer requested to replace the biopsy channel and biopsy port. No death or injury and no impact to patient or other has been reported. This MDR is being submitted to capture the suspicion of cross contamination issue.

Manufacturer narrative:
The referenced scope was returned but the customer¿s reported issue could not be confirmed. A physical evaluation noted the heavy angulation and insufficient angulation due to stretched angle wires. The angulation has play, switch 1 is leaking, switch 2 is deformed, the suction cylinder is worn, the forceps channel is worn, the elevator mount is worn, and the objective lens at the distal end is scratched. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.